Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: the surgeon inserted the cradle into the space between fourth and fifth rib of right side. The air leak was positive by the leak test. The patient was diagnosed as pneumothorax by the damage of pleura. The thoracostomy tube was indwelled. From the doctor¿s point of view, this issue was related to the operating procedures, not to the products this report is 1 of 1 for (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Report is on an unknown veptr cradle. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.